Manufacturer narrative:
Investigation summary: bd received 5 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for cap pop off with the incident lot was not observed. Additionally, 6 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to cap pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was stopper creep out or loose closure. This event occurred 1500 times. The following information was provided by the initial reporter. The customer stated: "hemogaurd capes comes out automatically after 10 to 15 minutes after collection, though collection is done with closed system."